Event description:
The customer reported to customer service that the wires on her adaptor are exposed and she saw a spark.

Manufacturer narrative:
A replacement power supply was sent to the customer. Attempts to get the product back were unsuccessful. As of this date, the product has not been received. In follow up with the customer she stated that she heard pop and look down and she saw spark, which is safety risk. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed.